Manufacturer narrative:
No blood noted on the device. Device was received deployed, slide insert visible through the viewing window, with the needle fully retracted. The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device. The needle mechanism was reset, the ratchet gear manually advanced, and the device successfully deployed. Data downloaded from the device indicates it administered several boluses and maintained a basal rate throughout the run.d4 - serial no changed from (B)(6). D4 - unique identifier (UDI) # changed from (B)(4).

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not retract, after wearing the pod between 4 and 24 hours, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected.